Manufacturer narrative:
The cobas e 801 module serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs result from one patient sample tested on the cobas 8000 e 801 module. The initial result was 218 pg/ml. The repeat result was 11 pg/ml.

Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the calibration results are within the specified ranges. The patient sample was placed in a heparinized plasma tube. The investigation determined the event was consistent with a preanalytic issue at the customer site (poor sample quality in heparinized patient samples). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.